Event description:
During a procedure, the top of the auger broke off, leaving 5" of the auger in the patient. It was clamped and removed from the patient, as verified under fluoroscopy. The procedure was completed with back up equipment. It is further reported that there was no adverse consequence to the patient as a result of this malfunction.

Manufacturer narrative:
The cannula was disposed of by the customer. The dekompressor assembly used during the event were evaluated by the manufacturer. Investigation results indicate excessive loading. The instructions for use include a warning that specifies that the cannula should not be bent and failure to comply may result in injury; as well as alternate product to use if a curved cannula is needed.